Manufacturer narrative:
: The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that during routine pump replacement surgery, csf was found leaking around the pump connector. A dark residue was also noted inside the connector. The catheter was revised. The pump was used to deliver lioresal. The pt had not had any symptoms.